Manufacturer narrative:
Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned test strips were measured on retention meters with retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc1 = 3.0 inr, qc2 = 3.0 inr, qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in an alleged value of 3.6 inr. Within 2 hours of meter testing, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a reported value of 2.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr.